Manufacturer narrative:
Additional/updated information was added to reflect a correction to the serial number.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the display is broken.

Event description:
Per the technician's evaluation, the shroud is cracked, the sieve bed is saturated, battery is not holding a charge and compressor has low output. The unit has been scrapped. This was returned on (B)(4) 2016. Dealer is stating that the display is broken.